Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the device and leads were explanted on (B)(6) 2024. Rep reported the issue has been resolved. The devices were discarded. The information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted:(B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(6), ubd: 05-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the devices were explanted due to the suspected infection. Explant dates and device disposition were not clarified. It is unknown at this time if the issue has been resolved, but the rep noted they would submit any new information that becomes available.